Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn over the up arrow button. During testing, the down arrow keypad button was found to be intermittently unresponsive and the up arrow button and the contrast button were unresponsive. The ok keypad button responded appropriately. The keypad was removed and moisture was found under all button contacts. The pump was opened and no further moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. Reportedly, the keypad buttons were unresponsive after the pump was exposed to water. The patient had worn the pump in the bathtub. It could not be determined if the tactile changes had occurred prior to exposure to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.